Event description:
Manufacturer review of the published article entitled "revision of vagal nerve stimulator (vns) electrodes: review and report on use of ultra-sharp monopolar tip. Child's nervous system, 2010 march 12: online. Ng wh, donner e, go c, abou-hamden a, rutka j." Identified that a vns patient underwent vns lead and generator explant surgery due to infection at the neck and chest incision sites. The patient was not reimplanted with the vns. Attempts to the author for additional information, and if this event was previously reported, have been unsuccessful to date.

Manufacturer narrative:
.